Event description:
It was reported that when an asymptomatic patient presented in clinic for a routine device check, back up vvi mode was observed on the device. The patient was able to identify an incident in which they were shocked by an outlet socket. Abbott technical support discussed with clinician that the bvvi was likely caused by electromagnetic interference (emi) from the shock. A device download was performed successfully to restore device functions. Patient was stable.